Event description:
The insert could be easily lifted out and was loose. The insert was implanted in the patient. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.